Manufacturer narrative:
Philips investigated in response to a customer report that the system was unable to boot up. The complaint did not include further details about the nature of the issue. The issue was resolved by the customer. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.